Manufacturer narrative:
(B)(4). This initial/ follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: unknown stem, pn unknown, ln unknown, unknown liner, pn unknown, ln unknown, unknown cup, pn unknown, ln unknown.

Event description:
It was reported that patient underwent a hip arthroplasty. Subsequently, a revision procedure has been indicated for an unknown reason; however, no revision has been reported at this time. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.